Manufacturer narrative:
(B)(4). As no actual complaint sample was returned for investigation, two samples were taken from current production lot for investigation. The samples were deflated and inflated with syringe connected to inflation valve without any difficulty and abnormality. The test samples were tested with a calibrated endotest and no abnormality was found. The device history record review was conducted and indicated that the product met released specification. The customer complaint could not be confirmed. There is no physical evidence of failure as no actual sample or representative sample was returned for investigation. The simulation results using current production sample showed the cuff of the device can be inflated and deflated without any abnormality or difficulties.

Event description:
The customer alleges that the balloon would not inflate.